Event description:
The customer reported to olympus that when testing the evis exera ii ultrasound gastrovideoscope with the 3m luminometer, the water test from the guidewire port failed three times. The surface and water flush test passed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The evaluation findings were as follows: there was no adhesive around the forceps cover and a loose probe unit, the bending section cover glue was cracked, the light guide tube had minor scratches, and the control knob had minor play. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based the legal manufacturer's final investigation. The reported event was not confirmed as the device was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that reprocessing was insufficient due to deviation from the instruction manual. The reprocessing method is described in the following items: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.